Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6. The previous service event for part number 03.620.061 with lot number(s) h500042-12 has been reviewed. The customer called in a service request for this item on 22-sep-2020 for failed calibration . The item was previously returned for service on 29-jul-2019 due to out of specification . The previous service condition of out of specification is relevant to the current complained issue of failed calibration . The manufacture date of this item is 23-feb-2018. The service history review is confirmed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a j&j employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during evaluation, the repair technicians found that 10nm torque limiting ratchet handle-6mm hxc device was failed in calibration. Issue was found during testing at service, and repair. There was no patient involvement. This report is for one (1) 10nm torque limiting ratchet handle-6mm hxc this is report 1 of 1 for (B)(4).